Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and replaced. The system software and calibrations were also reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system inter-mixed patient image data. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of some of the saved images were mixed. Fse determined the cause of the problem to be user error. A new tech was taking and saving images too quickly. If the user does not wait until the save icon disappears to indicate the system is finished saving an image before the save button is pressed again, data mix can occur. Fse trained the customer about the issue to resolve the problem. Fse also proactively replaced the hard drive.